Manufacturer narrative:
(B) (4). Physio-control did verify the customer's report of the event to be true by looking at their pt event record; however, upon evaluation of the device physio-control was not able to duplicate the reported failure. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported failure could not be determined.

Event description:
It was reported by the customer that during a case, the device froze for about 30 seconds, from 15:28:44 until 15:29:14, at which point the customer cycled power on the device and then observed proper operation. It was later confirmed by the customer that there was no compromise to pt care and no adverse event as a result of the reported failure.